Event description:
Multiple patients have suffered otherwise unexplained pericardial effusions days to weeks after implant of amulet device. At least 5 patients that I know of at our facility all requiring pericardial drains and one related death. I am an implanting physician. Reference reports: mw5116372, mw5116374, mw5116375, mw5116376.